Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken pole clamp assembly. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with broken pole clamp assembly was confirmed during product evaluation. This condition was caused by a broken pole clamp. The pole clamp was replaced to correct the reported condition.